Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume was gone. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the tidal volume was gone. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response received 09oct2025, the customer replaced the flow sensor assembly via third party purchase of the part. The customer replaced the flow sensor assembly via third party purchase of the part. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.